Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: on investigation, there was no damage to the cartridge compartment. However, there were two cracks in the battery compartment from the threads to the case seal and from the right corner of the bumper pad to the case seal. Investigation confirmed damage to the housing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump cartridge compartment was damaged. The reporter confirmed that there was no damage to the cap and there was no known moisture or corrosion related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.